Event description:
Info received from user facility that a bipap vision was inadvertently turned off when being repositioned in the pt's room. No alarm sounded. It was reported the pt desaturated and went into respiratory arrest but was able to be stablized. The pt at some time was placed on mechanical ventilation. It is unknown whether it was a result of this incident.